Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure the patient's left atrial appendage was torn and resulted in cardiac tamponade. A pericardiocentesis was first attempted and hemostasis was not able to be achieved. The patient was then taken to the operating room where the cardiac surgeon repaired a five millimeter tear at the base of the atrial appendage. It was additionally reported that the patient did not discontinue taking blood thinning medications as instructed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the flexcath advance sheath, 4fc12 with lot 79161, were returned and analyzed. The data files do not show any system notices or issues on the date of the reported event. Visual inspection of the sheath showed the shaft was kinked at 1.21 inches from the tip. Additionally, the distal tip of the sheath was dented. Functional testing showed the deflection worked as per specification. A known clinical issue was encountered during the procedure. In conclusion, the flexcath advance sheath, with lot 79161, failed the returned product inspection for issues that are unrelated to the adverse events reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.